Event description:
It was reported that the ventricular lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
It was reported that only partial lead was returned and was cut at 34.2 cm from the connector end. An x-ray revealed no fracture to the leads inner coil.